Manufacturer narrative:
H10: the lot number was provided for the one reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 600520 chronic catheter allegedly experienced a crack. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 600520 chronic catheter allegedly experienced a crack. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.